Event description:
It was reported that on (B)(6) 2010, a 2.5x12mm xience v stent was successfully implanted in the distal circumflex. The following day, the patient experienced elevated creatine kinase (ck), less than 2 times the normal upper limit. There was no reported treatment and the patient was discharged on (B)(6) 2010. On (B)(6) 2013, the patient started experiencing angina and re-stenosis of the 2.5x12mm xience v stent. On (B)(6) 2014, the patient was hospitalized and percutaneous intervention (pci) was performed in that stent. On (B)(6) 2014, the re-stenosis resolved without sequela and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains implanted in the patient. The reported patient effects of angina, elevated enzymes and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product deficiency.